Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/11/2025 15:23:00.000, 09/12/2025 19:05:00.000, 09/15/2025 06:10:00.000, 09/15/2025 14:36:00.000. Insert battery alarm was found on: 09/09/2025 11:52:16.000 to 09/09/2025 11:53:05.000 09/10/2025 10:39:12.000 to 09/10/2025 13:55:16.000 09/11/2025 15:21:50.000 09/12/2025 01:04:32.000 to 09/12/2025 11:31:37.000 09/13/2025 00:36:53.000 09/14/2025 19:53:01.000 to 09/14/2025 23:44:24.000 09/15/2025 04:49:47.000 to 09/15/2025 14:36:55.000 failed battery alert/battery failed alarm was found on: 09/09/2025 11:52:36.000, 09/10/2025 13:54:19.000 09/12/2025 11:31:31.000, 09/14/2025 19:53:07.000 09/15/2025 04:50:00.000 to 09/15/2025 04:50:16.000 09/15/2025 04:51:15.000, 09/15/2025 04:51:25.000 09/15/2025 05:58:50.000, 09/15/2025 05:58:56.000 09/15/2025 06:08:00.000 09/15/2025 08:48:23.000 to 09/15/2025 08:55:08.000 09/15/2025 09:59:44.000 09/15/2025 14:20:53.000 to 09/15/2025 14:36:44.000 replace battery alert was found on: 09/12/2025 00:54:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-sep-2025 at 02:47:58.000. There was no power data available for the date of 11-sep-2025 to 14-sep-2025. Unable to check power data for replace battery alert. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were unexpected. In further review of the formatted history file 1 week prior to the event date of 15-sep-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 09/10/2025 04:16:00.000, 09/10/2025 04:26:00.000, 09/10/2025 22:08:00.000, 09/11/2025 10:38:00.000 09/13/2025 11:43:00.000, 09/13/2025 18:13:00.000. Sensorerroralert (801) was found on: 09/09/2025 02:29:44.000. 09/10/2025 17:08:58.000. Lostsensor2alert (781) was found on: 09/10/2025 22:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on 10-sep-2025 and 12-sep-2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Unexpected low battery alert and failed battery alert/battery failed alarm were confirmed due to corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. However, unexpected low battery alert and failed battery alert/battery failed alarm were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump, with a battery failed alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the bottom and at the back, resulting in a battery failed alarm and the insulin pump's functionality was affected. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.